Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one connector and one injector were provided to our quality team for investigation. Upon visual inspection of the returned product, no damage or defects were identified. Functional testing confirmed that the connector connected securely to the mating luer without issue. During decontamination, liquid was passed through the assembled devices and no disconnections occurred. Dimensional testing was also performed on the luer threading. No conditions were found that could lead to disconnection reported. The iso luer lock thread meets all required specifications, and all dimensional measurements are within tolerance. Please note that each product undergoes multiple visual and functional evaluations during the manufacturing process. However, because the lot number associated with this incident is unknown, a device history review could not be completed. Based on our investigation, we were unable to establish a root cause related to our product or process at this time. Complaints for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews this data to identify any emerging trends.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was a luer disconnection, disconnected from patient's line below the connector of the phaseal during a 24hr infusion of arsenic. Clamp was in place during disconnection. This caused a chemo spill (chemo on patient gown/linens). Required use of hazardous material clean up (risk for staff). The leak was below the connector phaseal popped off from the patients below the connector. This was a few drops, risk to be larger amount if patient was not diligent in calling.